Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10663. It was reported the pt (B)(6) has two scs systems. The pt is experiencing difficulty turning both scs ipgs off using the magnet accessory. Troubleshooting with a st jude medical rep confirmed the issue. Follow up info revealed there is currently no planned intervention to resolve this issue. It was reported the pt may undergo surgical intervention at a later date to remove both ipgs in order to pursue diagnostic testing that is contraindicated while implanted with an scs system. No further info is available at this time.